Event description:
Asku

Event description:
It was reported that 3 to 4 months after the device indicated its estimated longevity was at least 1 year, the patient presented at the clinic with a very slow heart rate. It was further reported that the device had 'ceased to operate correctly and the battery was basically flat', had no output, and could not be interrogated. The device was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary : (B)(4): preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.